Event description:
It was reported 2 weeks prior to this report, patient was experiencing numbness of their whole right leg after lifting their legs up to their chest. They were not being able to move it. This only happened when patient¿s leg was bent from the ¿butt¿ area all the way to the chest and if that part of the ¿butt¿ was stretched her whole leg will be going numb. Patient felt stimulation in the wrong location and indicated that when walking around normally it did not really hurt but just sore and that would vary with what they are doing. Patient was wondering if she was kinking it when lifting her leg up. Patient has been experiencing ¿terrible charlie horses in their calves and feet¿ since implant. Patient was wondering if other people are having cramps going up into their back, like charlie horse going up into her lower back. Additional information received 2 weeks and a day later that patient had a urinary tract infection. It was also indicated that the patient was not seen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va0bdsd, implanted: (B)(6) 2013, product type: lead. (B)(4).